Manufacturer narrative:
Clarification to adverse event problems: type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported via social medial that they got injected with an unknown juvederm and developed an allergy. The nurse who did the injection hit a blood vessel and a nerve, and the patient also ended up with an infection.